Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl. The customer experienced nausea, thirst, ketones, and frequent urination. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. Performed the high pressure test and the test passed. No further information was provided.